Event description:
During a review of a patient's programming history, it was noticed that a faulted systems diagnostic test occurred on (B)(6) 2007 which changed the patient's settings to unintended parameters. The settings were not corrected until the subsequent visit on (B)(6) 2007. No other anomalies were observed during the review of the programming history.

Manufacturer narrative:
Analysis of programming history.